Event description:
It was reported that there was a malfunction indicated by a code related to a momentary power loss to the vibrator motor. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again, which the customer acknowledged and understood.